Event description:
Started IV 1 gram to IV drip programmed to run in over one hour. Set to run at 250 ml/hr. Returned to room 15 minutes later and pump was running at 500 ml/hr. Charge rn called to room to verify malfunction. Even though pump set to run at 250 ml/hr it runs at 500 ml/hr. Pump was removed from service.